Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of capture was noted on the right ventricle (rv) leadless pacemaker (lp). Prior to an magnetic resonance imaging (MRI) scan, the rv lp was programming in MRI mode with pacing disabled during the MRI scan as a preventative measure due to the high capture threshold. The patient was in stable condition.